Event description:
Reporter indicated that pt was experiencing pronounced hoarseness/choking sensation and pain at implant incision site. The pt went to the emergency room in 2002 due to the aforementioned symptoms. Device diagnostic testing at follow-up office visit was within normal limits, indicating proper device function. Device output current was reduced on 11/18/2002 from 0.50ma to 0.25ma. The pt reports that pt no longer experiences the reported symptoms following the reduction in device output current.